Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to its location. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2020. Surgical intervention resolved the patient's issue.